Event description:
During a transoral incisionless fundoplication (tif) procedure, the helix was engaged into tissue and it was decided to move the placement of the helix. The helix was unscrewed from the tissue and it was noticed that there was tissue stuck to the helix. After viewing the helix it was determined that a new device was needed. After removal of the device, the helical needle could not be located. The surgeon inserted an endoscope, found the helical needle, and removed it without injury to the patient. The procedure was completed successfully with the second device and the patient is doing well.

Manufacturer narrative:
Findings: base on the product evaluation, no material or process defect was found.